Manufacturer narrative:
The alleged issue occurred outside of the us. This medwatch is being submitted because a similar device is sold by quest medical in the us. A DHR and complaint history review was conducted for this part and no issues were detected. There were no non-conformities or deviations associated with this device lot. The root cause of the alleged issue is unknown. Complaint records will be monitored for trending.

Event description:
Report received states that the vent line tube leaked while priming. A cut was found on the vent line tube. There were no patient complications as a result of the alleged issue.